Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On (B)(6) 2023 the patient notified nalu staff of intermittent communication issues between the implantable pulse generator (ipg) and the external therapy discs, causing intermittent pain therapy. Troubleshooting was attempted, including replacing external devices, however, was unsuccessful. Subsequent fluoroscopy imaging found the ipg position was beyond the recommended depth for optimal connectivity with the therapy discs and also showed that the ipg was hindered by skin folds. Surgical revision on (B)(6) 2023 moved the ipg more superficial, more medial (in firmer tissue), and more superior.

Manufacturer narrative:
Communication issues were not communicated to the firm until approximately 5 months after the patient had the system implanted. It appears that the ipg likely migrated from the original implant location. Migration is a known inherent risk of implantable neuromodulation devices.